Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a convergent procedure via sub-xiphoid approach, with concomitant left atrial appendage exclusion (laae) via left video-assisted thoracoscopic (vats) approach. Patient was readmitted to the hospital after 30 days due to shortness of breath and was diagnosed with heart failure secondary to constrictive pericarditis, which may have been caused or contributed by the atricure device. There was no reported device malfunction, and the adverse event was the result of a procedural complication.